Event description:
Customer reported a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. Insulin pump received with all buttons responding properly. No button error alarms noted. Insulin pump received with a cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.